Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 220 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent esc button due to flattened dome switch. No button error alarms were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.